Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient underwent another procedure on (B)(6) 2012 and supris was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, and dyspareunia. It was reported that patient underwent revision of mesh and coaptite injection on (B)(6) 2011 due to recurrence. It was reported that the patient underwent mesh removal/revision concurrently with supris implant on (B)(6) 2012. (B)(4).

Manufacturer narrative:
It was reported that following insertion, patient experienced urinary frequency, urinary urgency, and incontinence.